Event description:
A peritoneal (pd) pt reported that his cycler alarmed for heater bag issues during his treatment. He continued to clear the alarm until drain 3 of 5 when he could not clear the alarm. He finished treatment manually. When he opened the cassette door, he found fluid on the pump module and on the cassette. The pt was advised to discontinue using the cycler. He retained the cassette and is making it available for investigation. During follow up, the pt reported his effluent has remained clear. He did not have any signs of infection. His pd nurse has been made aware of the leak. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.